Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The iliac arteries were mildly calcified, mildly tortuous, and the aorta was mildly calcified. It was reported that after the bifurcated stent graft was implanted, the angiogram showed an endoleak, which was thought to be a type I endoleak. The proximal portion of the stent graft was ballooned, and the endo leak was still present. At this point, the area of the flow divider, which had not been ballooned, seemed to have a type iii endoleak. The physician implanted and ballooned an iliac limb on the contralateral side; however, the endoleak did not resolve. An iliac cuff was then implanted on the ipsilateral side 1 to 1.5 cm above the flow divider. As the endoleak was still present, a third stent graft was implanted on the ipsilateral side, which resolve the endoleak. No add'l clinical sequelae were reported, and the pt is fine. Medtronic received intra-operative films which were evaluated by an independent contracted physician, and the following interpretation was provided: there are multiple intra-op arteriograms. An aneurx stent graft is implanted just below the renal arteries. There is good placement of the stent graft down to the level of the iliac bifurcations. Prior to placing the endograft, there is little to no thrombus in the aneurysm sac. There are multiple lumbar arteries coming off of the aneurysm sac. The pre-operative cta is not available for review. Post-implant, there is evidence of an endoleak. The exact location cannot be determined based on the still images. However, based on the images, the endoleak appears to be a combination of a type IV and a type ii endoleak. It will be impossible to determine the difference between a type IV and a type iii endoleak. Impression: type iii versus a type IV endoleak. This resolved with placement of another 3 add'l pieces.

Manufacturer narrative:
(Intervention required) - (leak, unknown) - evaluation: (films reviewed). Evaluation results: (endoleak). (Type ii endoleaks from multiple lumbar arteries).